Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-45, lead, implanted: (B)(6) 2012. Product ID: 5071-53 x2, lead, implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for measured low impedance for both the tip to coil and tip to ring pacing impedance. During evaluation in the office, the patient experienced pacing inhibition and a syncopal spell when the patient's arm was raised above the head, which resolved when pacing was restored. It was also discovered that lead was oversensing artifact from the patient's abandoned implantable pulse generator (ipg) device which was left in place when the patient was upgraded to the current implantable cardioverter defibrillator (ICD) system. The alert was cleared. Subsequently, another alert was triggered for the same issue. The second alert was disabled. A lead revision is being considered. Currently, the lead remains in use. No further patient complications have been reported as a result of this event.